Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the drill bit tip broke off during drilling and remained embedded in the patient's humerus bone. It was not possible to retrieve the tip, but the specialist reported that it was not life-threatening.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H3, h6: photo investigation the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that ' 03.010.103, drill bit ø3.2 calibr l145 3flute f/quic has broken pieces at the tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However the evidence provided was not sufficient to confirm the reported event of embedded device. Functionality and device interaction issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø3.2 calibr l145 3flute f/quic would contribute to the complained device issue. Based on the investigation findings, the ¿drill bit ø3.2 calibr l145 3flute f/quic¿ has broken pieces at the tip because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 03.010.103-15. Lot number: 46322p9. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21 jan 2025. Manufacturing site: jabil bettlach. DHR is retrieved from (B)(4) because of same part/lot combination if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.